Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the adhesive came off due to external force applied, potentially during cleaning. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "important information ¿ please read before use warnings and cautions (p.7) warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The event date is (B)(6) 2021 when the reportable phenomenon was noted. The device was returned for evaluation. The evaluation confirmed the reported event of a leakage at the channel. The evaluation also found the forceps cover glue to be peeling and the bending section cover glue was cracked. Additionally, there was fluid invasion at the connector and broken elements at the ultrasound image. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera ii ultrasound gastrovideoscope due to a fluid invasion, air and water leakage from the insertion unit found at reprocessing. Upon inspection and testing of the returned device, it was observed that the adhesive peeled off and the device was cracked due to handling. This report is being submitted for the malfunction found at evaluation. There was no harm, infection or user injury reported due to the event.